Event description:
Note: this report pertains to the second of five devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1607, 3005099803-2008-1482 , 3005099803-2008-1483 , and 3005099803-2008-1494 for a description of the other device. It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure each time the resolution hemostatic clip device was opened it fell off of the catheter into the patient. There were five occurrences of the resolution hemostatic clip device falling off of the catheter. The procedure was successfully completed with a different type of clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product was inspected when received. A kink was noticed on the coil of the device near the handle. The clip assembly was deployed and was not returned with the device. Unable to determine the cause of the reported event, however, it is likely attributable to operational context.